Event description:
Teenaged male receiving CT of right and left femur. Rate set at 1.5ml/second. There was no error out or stop. The syringe burst and popped. There was no alarm. No known harm to patient. Manufacturer response for injector and syringe, angiographic, fastload cta dual syringe pack (per site reporter). Will obtain.